Event description:
It was reported, the iab was prepped per procedure. The balloon membrane began to prematurely unwrap as it was advanced into the sheath. As a result, the iab was removed from the sheath and a new iab was inserted. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.